Manufacturer narrative:
Due diligence has been executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded a flickering interference and a rf interference on the screen. There is no reported patient involvement.

Manufacturer narrative:
The device is not returned, so an actual device evaluation is not performed. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. As reported for this event, the device yielded a flickering interference and a rf interference on the screen. The root cause could not be identified as device is not returned. The issue could have happened because of a compromised ground issue. Customer was informed in detail how to troubleshoot for that: verify the integrity of the ac wall outlet all line cords; proceed to verify if it is scope related; finally, address the video chain starting with the video processor, the cabling from the video processor to the monitor or the monitor itself. In an extremely rare case a s cable to ground the scopes may be needed. There is a possibility that noise occurred due to the influence of the high-frequency electrosurgical equipment manufactured by another company. The influence of the endoscope can also be considered.